Event description:
Adapter of manifold cracked under pressure of the power injector during a left heart catheterization (lhc) with coronary angiography (cors) and left ventriculography (lv) procedure. Discontinued use and replaced with new one. No harm to patient.